Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges chronic drainage from his umbilicus. The patient was recommended to have the mesh removed. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient was implanted with an unspecified bard/davol ventralex. Ni/ni/ni: the patient experienced complications because of the technical failure of the ventralex. Patient had a history of chronic drainage from his umbilicus and tried all conservative treatments however they all resulted in failure. On (B)(6) 2011: the patient was recommended to have the mesh removed. Ni/ni/ni: the patient has suffered injuries and will require continual monitoring and care. Patient sustained, and will continue to sustain, injuries and damages due to the technical failure of the ventralex. The patient has suffered and continues to suffer serious and permanent physical injuries. The ventralex used in the patient's hernia repair surgery, resulting in patient suffering pain and harm.